Manufacturer narrative:
Analysis did not confirm the premature battery depletion. The device was received in backup mode. Analysis of the device image indicated that backup mode was caused by code corruption, the cause that triggered code corruption is unknown. Based on device settings, a longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and no anomalies were noted.

Event description:
It was reported that the patient presented in ER with a heart rate in the 20s. Physician was unable to interrogate the device and alleged premature battery depletion. The patient was provided a temporary pacemaker and then reimplanted with a new one on the same day. Patient was stable following the procedure and was discharged.